Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to internal battery. The internal battery needs to replaced to address the issue. The device was returned to the customer unrepaired per their request.